Event description:
It was reported that post procedure before discharge, the magnetic resonance imaging shows small fresh ischemia in the pons area. In addition, the individual spots can be seen in the cerebellum and pca (posterior cerebral artery) area. The symptoms included a vertigo in an upright position. At first there was also a flickering of the field of vision which has completely passed. Previously the study participant was able to move without aids but now needs a rollator. The adverse event results in a permanent impairment of a body structure and hospitalization. The outcome of the adverse event is ongoing. No other information was provided.

Event description:
It was reported that post procedure before discharge, the magnetic resonance imaging shows small fresh ischemia in the pons area. In addition, the individual spots can be seen in the cerebellum and pca (posterior cerebral artery) area. The symptoms included a vertigo in an upright position. At first there was also a flickering of the field of vision which has completely passed. Previously the study participant was able to move without aids but now needs a rollator. The adverse event results in a permanent impairment of a body structure and hospitalization. The outcome of the adverse event is ongoing. No other information was provided. Update: additional information received from the site on 24-may-2024 confirmed that the reported adverse event ¿ischemia¿ is not related to the non-study device (target). There was no alleged malfunction of the non-study subject device during the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Section b1: adverse event/product problem: corrected: no adverse event section b2: outcomes attributed to ae: corrected: no other serious (important medical events). Section b5 - executive summary: updated - additional information received from the site on 24-may-2024 confirmed that the reported adverse event ¿ischemia¿ is not related to the non-study device (target). There was no alleged malfunction of the non-study subject device during the procedure. Section h1: type of reportable event: corrected: no serious injury section h6 device code grid: corrected to 'no apparent adverse event' clinical signs code grid : corrected to 'no clinical signs, symptoms or conditions' health impact code grid: corrected to 'no health consequences or impact although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There was no allegation of failure or malfunction against this device, therefore a labelling review and a risk analysis could not be performed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.